Manufacturer narrative:
Addtional information: d5, h6, h11 investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
An adverse event (ae) report related to the mesh product, specifically the tension-free vaginal tape (an unknown product), was shared on social media. The user mentioned their experience with the mesh while responding to another comment about baby powder. They reported having a bladder sling for incontinence made from mesh produced by the company in question. For several years, doctors told this user that their symptoms were merely "all in their head" and that no one they knew had issues with mesh slings. Mesh is typically used for various procedures, including incontinence treatment, hernias, ankle reconstruction, and breast augmentation. The user described a range of painful symptoms, including painful intercourse, headaches, dry eyes, sinusitis, allergy-like symptoms in the mouth, groin pain, urinary tract infections (utis), leg and foot pain, extreme fatigue, and difficulty working, walking for extended periods, or sitting comfortably. They particularly noted painful intercourse resulting from the sling positioned under their bladder.

Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).